Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced syncope and came into the emergency room. Upon investigation, the device check was normal, and a 9 second pause episode was noted overnight. The patient was interrogated again in the morning. The pause episodes were found due to noise on the right ventricular lead. Programming changes were made to increase output and turn on episodes for noise reversion. The patient presented for lead revision on 7/18/2020. The patient was interrogated for a third time prior to revision. Episodes showed long periods of asystole due to noise on the lead. The patient was reprogrammed until lead revision. The lead was capped and replaced on (B)(6) 2020. The patient was stable.